Event description:
It was reported the pink slide did not move forward; indicating the needle mechanism did not deploy. No adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was observed in the viewing window. No timeouts or drive stalls were observed. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The needle mechanism assembly components were thoroughly observed and no damages or defects were observed that would cause a needle mechanism failure.